Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 100-50-s without original packaging. The batch number on the big bottom cap of the sample was 22f29ge26r. Upon receipt, no solution observed in the pump and the pump was clamped. A medication label was attached on its tubing indicates that the pump was filled with fluorouracil (cytotoxic). Investigation results: when the discofix cap was removed, crack was observed at the filling port. When solution was filled, leakage was observed at the connection between the big bottom cap and the tubing. This is a known defect and CAPA has been initiated to address step down tube to triangle tube leakage issue.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "chemo leakage." According to the cusomer: "discovered that this unit of easypump was leaking during the infusion of cytotoxic drug. Hence, they would like to cn this faulty unit."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400589696. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.